Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock and one day following this therapy delivery, the device was unable to be interrogated. Therefore, the physician elected to perform an invasive procedure and removed the rate/sense and defibrillation leads, as well as the ICD.